Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty device for evaluation and repair. The alleged faulty device was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the device and was unable to reproduce/verify the reported event. The carefusion failure analysis lab technician recommended that the itl valve (part of the pneumatics assembly) be replaced as a precaution. The device was routed to the carefusion factory service department for repair and testing. The carefusion factory service technician replaced the pneumatics assembly and ran the device through a complete calibration and testing per the carefusion factory service procedures to ensure the device meets all factory specifications. Upon completion the device was returned to the user facility ready to be placed back into service.

Event description:
A user facility representative reported that while in use on a patient the device made some type of pop/hissing noise and then it stopped functioning. He didn't have any further information regarding the reported event and the condition of the patient.

Manufacturer narrative:
Following the submittal of the initial medwatch report on september 28, 2015 carefusion noticed that the patient code (B)(4) was incorrect. This follow-up medwatch report is being submitted to provide the correct patient code. (B)(4).